Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available a supplemental form will be submitted. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater, patient is (B)(6) .

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 400 mg/dl) and ketones present. Reportedly, the school nurse delivered a manual injection, and the customer changed the infusion site to stabilize his blood glucose levels.